Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation surgery, while placing the iol, the mechanism passed straight through. Even after they removed their hand, the device did not stop. Since the clinic had another iol available, the surgery was completed normally and did not cause any harm to the patient. The surgery was completed on the same day. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).